Event description:
Per the clinic, the patient experienced implant screw extrusion and infection at the abutment site. The device was subsequently explanted, and a local tissue advancement flap procedure was performed on (B)(6) 2018.